Event description:
The pt reportedly experienced intermittency for two weeks and eventually lost sound. External equipment was exchanged; but the issue was not resolved. Device revision surgery will be scheduled.